Event description:
It was reported that the procedure was to treat a lesion located in an transjugular intrahepatic porto-system (tips) shunt. Insertion into the sheath was performed without problems. There was no resistance felt during advancement of the 10.0 mm/39 mm/80 cm otw omnilink elite stent delivery system to the lesion; however, when in the lesion the stent implant dislodged from the balloon. The stent implant was able to be retrieved from the patient and a new otw omnilink elite stent delivery system was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: indication for use: it should be noted that the instructions for use states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of greater than 5.0 mm and less than 11.0 mm, and lesion lengths up to 50 mm. The device was returned for evaluation and the reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.